Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - the probe has a poor image quality, when a different probe was connected to the scanner it fixed the image quality.